Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was positioned very high, essentially within the shaft. A surgical procedure was performed during which the cylinders and pump were removed and replaced to ensure proper placement in the scrotum. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported migration is a known risk associated with this device type and indicated as such in the instructions for use.